Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the mesh turret and the failure of the filter turret (not moving). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in the unspecified timing, it was found that the front panel display of the subject device blinked. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of the ¿flashing front panel¿ was reproduced and confirmed, however, a root cause could not be identified. The exact cause of the malfunction of filter turret and mesh turret could not be identified. Other incoming inspection finding: hard connection due to worn output connector. Olympus will continue to monitor field performance for this device.